Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("failure to occlude (close) fallopian tube(s) right fallopian tube/migration of essure device location of device: uterus") and pelvic pain ("extreme lower pelvic cramps/ pain pelvic area") in a 36-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection, multigravida, cesarean section, hypothyroidism, depression, d & c in 2003, ex-smoker and abortion. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 months 14 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormally heavy menstruation/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"). The patient was treated with surgery (unilateral salpingectomy on the right side on (B)(6) 2015) and surgery (underwent a laparoscopic right salpingectomy due to complications from the essure device). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fungal infection outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fungal infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils visible protruding thru the right tubal ostium. The same procedure was performed. On the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: essure device was successfully occluded/unilateral. Essure device coils protruding from right and left ostia visualized hysteroscopically. Laparoscopic evaluation showed normal appearing uterus, bilateral fallopian tubes and ovaries. Essure coils were not visualized intra-abdominally. Thickened area of the right broad ligament observed, possibly containing right mal-placed essure coils concerning the injuries reported in this case, the following one was described in patient¿s medical records: confirmed fungal infection, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Events: migration of essure in uterus and dysmenorrhea (cramping) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("failure to occlude (close) fallopian tube(s) right fallopian tube/migration of essure device location of device: uterus") and pelvic pain ("extreme lower pelvic cramps/ pain pelvic area") in a 36-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection, multigravida, cesarean section, hypothyroidism, depression, d & c in 2003, ex-smoker and abortion. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 months 14 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormally heavy menstruation/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"). The patient was treated with surgery (unilateral salpingectomy on the right side on (B)(6) 2015) and surgery (underwent a laparoscopic right salpingectomy due to complications from the essure device). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fungal infection outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fungal infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils visible protruding thru the right tubal ostium. The same procedure was performed. On the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/unilateral ssure device coils protruding from right and left ostia visualized hysteroscopically. 2. Laparoscopic evaluation showed normal appearing uterus, bilateral fallopian tubes and ovaries. Essure coils were not visualized intra-abdominally. Thickened area of the right broad ligament observed, possibly containing right mal-placed essure coils concerning the injuries reported in this case, the following one was described in patient¿s medical records: confirmed fungal infection, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme lower pelvic cramps") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("reoccuring yeast infections") and menorrhagia ("abnormally heavy menstruation"). The patient was treated with surgery (underwent a laparoscopic right salpingectomy due to complications from the essure device). At the time of the report, the pelvic pain, fungal infection and menorrhagia outcome was unknown. The reporter considered fungal infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("failure to occlude (close) fallopian tube(s) right fallopian tube/migration of essure device location of device: uterus") and pelvic pain ("extreme lower pelvic cramps/ pain pelvic area") in a 36-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection, multigravida, cesarean section, hypothyroidism, depression, d & c in 2003, ex-smoker and abortion. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormally heavy menstruation/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. The patient was treated with surgery (unilateral salpingectomy on the right side on (B)(6) 2015 and underwent a laparoscopic right salpingectomy due to complications from the essure device). At the time of the report, the device expulsion, fungal infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fungal infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils visible protruding thru the right tubal ostium. The same procedure was performed. On the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded/unilateral. Essure device coils protruding from right and left ostia visualized hysteroscopically. 2. Laparoscopic evaluation showed normal appearing uterus, bilateral fallopian tubes and ovaries. Essure coils were not visualized intra-abdominally. Thickened area of the right broad ligament observed, possibly containing right mal-placed essure coils. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: confirmed fungal infection, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : event added- depression and mental anguish. Events onset date and outcome updated, concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('failure to occlude (close) fallopian tube(s) right fallopian tube/migration of essure device location of device: uterus') and pelvic pain ('extreme lower pelvic cramps/ pain pelvic area') in a 36-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2003, yeast infection, multigravida, cesarean section, hypothyroidism, depression, ex-smoker and abortion. Previously administered products included for hypothyroid: synthroid from 2011 to 2012. Concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010 for anxiety and depression, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6)2014 for contraception, sertraline hydrochloride (zoloft) since 2010 for depression and anxiety as well as alprazolam (xanax) since (B)(6) 2017, ibuprofen since 2014, paracetamol (acetaminophen) since 2014 and propranolol (propanolol) since (B)(6) 2017. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormally heavy menstruation/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (unilateral salpingectomy on the right side on (B)(6) 2015, oophorectomy (one side removal of ovary) and underwent a laparoscopic right salpingectomy due to complications from the essure device). At the time of the report, the device expulsion, fungal infection, depression, anxiety and vaginal infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 6 coils visible protruding thru the right tubal ostium. The same procedure was performed. On the left tubal ostium. Discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2014 plaintiffs reported that I still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded/unilateral. Essure device coils protruding from right and left ostia visualized hysteroscopically. 2. Laparoscopic evaluation showed normal appearing uterus, bilateral fallopian tubes and ovaries. Essure coils were not visualized intra-abdominally. Thickened area of the right broad ligament observed, possibly containing right mal-placed essure coils. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: confirmed fungal infection, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet was received. Events added from pfs- vaginal infection. Concomitant drug, events onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('failure to occlude (close) fallopian tube(s) right fallopian tube/migration of essure device location of device: uterus') and pelvic pain ('extreme lower pelvic cramps/ pain pelvic area') in a 36-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2003, yeast infection, multigravida, cesarean section, hypothyroidism, depression, ex-smoker and abortion. Previously administered products included for hypothyroid: synthroid from 2011 to 2012. Concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010 for anxiety and depression, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for contraception, sertraline hydrochloride (zoloft) since 2010 for depression and anxiety as well as alprazolam (xanax) since (B)(6) 2017, ibuprofen since 2014, paracetamol (acetaminophen) since 2014 and propranolol (propanolol) since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormally heavy menstruation/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (unilateral salpingectomy on the right side on (B)(6) 2015, oophorectomy (one side removal of ovary) and underwent a laparoscopic right salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fungal infection, depression, anxiety, vaginal infection and genital haemorrhage outcome was unknown, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 6 coils visible protruding thru the right tubal ostium. The same procedure was performed. On the left tubal ostium. Discrepancy noted in essure insertion date- (B)(6) 2014 plaintiffs reported that I still have left coil inside that is causing me issues. Patient had surgery (salpingectomy-unilateral) on (B)(6) 2015 at age 36 years. *essure device coils protruding from right and left ostia visualized hysteroscopically. 2. Laparoscopic evaluation showed normal appearing uterus, bilateral fallopian tubes and ovaries. Essure coils were not visualized intra-abdominally. Thickened area of the right broad ligament observed, possibly containing right mal-placed essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded/unilateral. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: confirmed fungal infection, pelvic pain and menorrhagia. Batch no c76455, production date 2014-07-15, expiration date 2017-07-15. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. On 9-jan-2020: no new informtion. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme lower pelvic cramps") in a 36-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) right fallopian tube" (seriousness criteria medically significant and intervention required) on (B)(6) 2014. The patient's past medical history included yeast infection, multigravida, cesarean section, hypothyroidism, depression, d & c in 2003, ex-smoker and abortion. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("reoccuring yeast infections"), menorrhagia ("abnormally heavy menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (unilateral salpingectomy on the right side on (B)(6) 2015) and surgery (underwent a laparoscopic right salpingectomy due to complications from the essure device). At the time of the report, the pelvic pain, fungal infection, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered fungal infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 6 coils visible protruding thru the right tubal ostium. The same procedure was performed. On the left tubal ostium. There was 1 coils visible protruding thru the left tubal ostium. Patient underwent unilateral salpingectomy - right side on (B)(6) 2015. During removal procedure, no definitive evidence of malplacement was identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded/unilateral ssure device coils protruding from right and left ostia visualized hysteroscopically. 2. Laparoscopic evaluation showed normal appearing uterus, bilateral fallopian tubes and ovaries. Essure coils were not visualized intra-abdominally. Thickened area of the right broad ligament observed, possibly containing right mal-placed essure coils. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: confirmed fungal infection, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), failure to occlude (close) fallopian tube(s) right fallopian tube. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('failure to occlude (close) fallopian tube(s) right fallopian tube/migration of essure device location of device: uterus') and pelvic pain ('extreme lower pelvic cramps/ pain pelvic area') in a 36-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2003, yeast infection, multigravida, cesarean section, hypothyroidism, depression, ex-smoker and abortion. Previously administered products included for hypothyroid: synthroid from 2011 to 2012. Concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since 2010 for anxiety and depression, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception, sertraline hydrochloride (zoloft) since 2010 for depression and anxiety as well as alprazolam (xanax) since (B)(6) 2017, ibuprofen since 2014, paracetamol (acetaminophen) since 2014 and propranolol (propanolol) since (B)(6) 2017. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormally heavy menstruation/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (unilateral salpingectomy on the right side on (B)(6) 2015, oophorectomy (one side removal of ovary) and underwent a laparoscopic right salpingectomy due to complications from the essure device). At the time of the report, the device expulsion, fungal infection, depression, anxiety, vaginal infection and genital haemorrhage outcome was unknown, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 6 coils visible protruding thru the right tubal ostium. The same procedure was performed. On the left tubal ostium. Discrepancy noted in essure insertion date- (B)(6) 2014 and (B)(6) 2014 plaintiffs reported that I still have left coil inside that is causing me issues. Patient had surgery (salpingectomy-unilateral) on (B)(6) 2015 at age 36 years. *essure device coils protruding from right and left ostia visualized hysteroscopically. 2. Laparoscopic evaluation showed normal appearing uterus, bilateral fallopian tubes and ovaries. Essure coils were not visualized intra-abdominally. Thickened area of the right broad ligament observed, possibly containing right mal-placed essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded/unilateral. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: confirmed fungal infection, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New event abdominal pain, post removal complication-yes and gen. Abnormal bleeding were added and outcome of pelvic pain and abnormal bleeding was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.